Event description:
It was reported that noise oversensing with less than 2 seconds of pacing inhibition was observed, on this right ventricular (rv) lead. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.